Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low total t-4 (tt4) patient result generated by unicel dxi 800 access immunoassay analyzer. Patient sample was repeated and normal tt4 result was obtained using the same unit. The original and repeat results are provided.the erroneous results were reported out of the laboratory.patient treatment was not impacted by this event.

Manufacturer narrative:
The sample is serumper customer, qc was within the customer's established ranges.field service engineer (fse) performed pm on the unit.a clear root cause of this event cannot be determined.